Event description:
Customer reported 3 cord blood mistypes on the galileo using the reflex fwd assay. All three samples were supposed to be a positive and they all typed as o positive.

Manufacturer narrative:
The customer did not return sample for investigation testing. It is not possible to rule out the nature of the sample as a cuase of the event. Reflexfwd testing was performed on an in-house galileo with in-house donor samples of known abo rh typing using retention anti-a, lots 101677 and 101679. No abo discrepancy was observed.